Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient¿s leads moved eight months ago and were revised five months ago after she tripped over a dog.